Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician experienced resistance and was unable to advance the benchmark in the non-penumbra short sheath and, consequently the proximal end of the benchmark broke. The benchmark was, therefore, removed, and the procedure was completed using a neuron max 6f 088 long sheath (neuron max) with the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was fractured approximately 5.0 and 104.0 cm from the hub. The benchmark was kinked approximately 4.5, 31.0, 38.0 and 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the catheter shaft was fractured on the proximal end. If the device is forcefully advanced against resistance, damage such as a fracture on the proximal end of the catheter may occur. Further evaluation revealed a fracture on the distal end of the catheter in addition to kinks and bends along the length of the device. Based on the reported complaint, these damages were likely incidental to the complaint and likely occurred post procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.